Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part #:04.043.345s. Lot #:227p827. Manufacturing site: (B)(4). Release to warehouse date:28/07/2021. Expiry date:01/07/2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2022, the nail was reported to have a poly sleeve that had dislodged. It is not clear whether this happened during nail insertion or when removed from the packaging. There was a short delay in the case. A new nail was opened, and the case was completed successfully. No further information is available. This report involves one tibial nail-advanced / 11mm 375mm / sterile. This is report 1 of 1 for (B)(4).